Event description:
Customer reported via phone call that they experienced high blood glucose. Customer stated that blood glucose jumped to 600 mg/dl; customer treated with insulin pen and went down to 124 mg/dl. Customer explained that it was due to eating too much and did not bolus enough. Customer stated that the reservoir was changed and everything was working for about three hours but then the sensor stopped functioning and the escape button on the insulin pump was not responding. Customer removed the sensor and it was full of blood. Customer is currently taking blood thinners. Customer mentioned having a toe amputated and being in and out of the hospital due to the amputation. Customer stated event was not related to diabetes.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.